Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 43 alarm (an error in the motor was detected by reading unexpected value from hall sensor). The customer also reported a keypad anomaly and stated that the insulin delivery was suspended. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed for the pump error and the customer was unable to clear the alarm. Troubleshooting was performed for the keypad anomaly, the buttons became responsive and the customer was advised to monitor blood glucose levels and call back as needed. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Unit passed self-test, rewind, seating, active current test, sleep current test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioned properly and no keypad anomalies noted. Successfully downloaded history files and traces using thump. Pump error 43 was found in the history files on 07/13/2025 from 22:18:11.000 through 22:33:58.000. No alerts/alarms/anomalies noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found moisture damage on motor home switch and electronic stack. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked belt clip rails, battery tube threads - cracked, scratched case and cracked keypad overlay. In conclusion, activation-keypad/button unresponsive was not confirmed when unit was received with all buttons working properly. In addition, failed battery test and delivery anomaly were not confirmed, no unexpected alarms noted during testing. Pump error 43 was confirmed due to moisture damage to motor assembly and electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary), h6 (replaced health effect - clinical code 4582 with 1905 and it's related health effect - impact code 2199 with 4650) and h6 (medical device problem code 2885 has been added) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: as per additional information received, the customer experienced hyperglycemia. The customer reported receiving battery failed alarm, a pump error 43 alarm (an error in the motor was detected by reading unexpected value from hall sensor). The customer also reported a keypad anomaly and stated that the insulin delivery was suspended. The customer reported blood glucose value was unknown. The customer was treated with others. The event involved product(s) mmt-1884, mmt-242a, mmt-332a. Troubleshooting was not performed for the hyperglycemia event. Troubleshooting was performed for the pump error and the customer was unable to clear the alarm. Troubleshooting was performed for the keypad anomaly, the buttons became responsive and the customer was advised to monitor blood glucose levels and call back as needed. No further patient complications were reported. No product return is required for mmt-242a. No product return is required for mmt-332a. Mmt-1884 was requested, and the customer's response was that the device would be returned.